Event description:
During a percutaneous nephrostolithotoy procedure a 9 fr electrohydraulic lithotripter probe was used with a leaver ehc unit. When the probe was removed from the patient's kidney the end of the probe was missing from the probe. (Piece is approximately 1mm x 3mm in size). The surgeon chose not to search for piece of metal at the end of the procedure because he was concerned that he would lose access to the patient's kidney since our guide wire (safety wire) had already come outdevice labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-92. Service provided by: invalid data. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.